Manufacturer narrative:
Device discarded by customer. The impella 5.0 pump was discarded by the customer therefore a failure analysis investigation cannot be completed.

Event description:
The complainant reported a (B)(6) years old (B)(6) male had impella 5.0 pump inserted in the right axillary. The patient had hemolysis during pump support and as a result eight (8) units of red blood cells (rbcs) was administered and also impella was repositioned to resolve the hemolysis.